Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (sicd) received sixteen inappropriate shocks due to oversensing. The field representative noted that during the implant procedure a significant adipose tissue could be seen. An auto setup switched the sensing from primary to secondary after detecting noise in primary. Smart pass was disabled overnight. Technical services (ts) was consulted and discussed imaging revealed the electrode positioned high on the sternum near the clavicle, and possible anomalies with sense b were considered, including a connection or mechanical challenge. Events showed rail-to-rail noise and impedance ranged from 109 to 135 ohms. Ts discussed possible air entrapment as well. Ts was consulted and discussed possible system revision, given the sub-optimal device position and potential sensing limitations. The field representative mentioned that the physician decided to monitor in secondary for now. The patient experienced a prolonged hospital stay. This sicd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (sicd) received sixteen inappropriate shocks due to oversensing. The field representative noted that during the implant procedure a significant adipose tissue could be seen. An auto setup switched the sensing from primary to secondary after detecting noise in primary. Smart pass was disabled overnight. Technical services (ts) was consulted and discussed imaging revealed the electrode positioned high on the sternum near the clavicle, and possible anomalies with sense b were considered, including a connection or mechanical challenge. Events showed rail-to-rail noise and impedance ranged from 109 to 135 ohms. Ts discussed possible air entrapment as well. Ts was consulted and discussed possible system revision, given the sub-optimal device position and potential sensing limitations. The field representative mentioned that the physician decided to monitor in secondary for now. The patient experienced a prolonged hospital stay. This sicd remains in service. No additional adverse patient effects were reported. Additional information was received, the therapy for this sicd was programmed off and x rays were performed to confirm air entrapment was gone. The physician turned therapy back on when he got results of the x ray. This sicd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e020201 and device code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received sixteen inappropriate shocks due to oversensing. The field representative noted that during the implant procedure significant adipose tissue could be seen. An auto setup switched the sensing from primary to secondary after detecting noise in primary. Smart pass was disabled overnight. Technical services (ts) was consulted and discussed imaging revealed the electrode was positioned high on the sternum near the clavicle, and possible anomalies with sense b were considered, including a connection or mechanical challenge. Events showed rail-to-rail noise and impedance ranged from 109 to 135 ohms. Ts discussed possible air entrapment as well. Ts then discussed possible system revision, given the sub-optimal device position and potential sensing limitations. The field representative mentioned that the physician decided to monitor in secondary for now. The patient experienced a prolonged hospital stay and anxiety due to the inappropriate shocks. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received, the therapy for this s-ICD was programmed off and x rays were performed to confirm air entrapment was gone. The physician turned therapy back on when he got results of the x ray. This s-ICD remains in service. No additional adverse patient effects were reported.